Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. The proximal end of the stent was damaged and bunched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-sep-2017. It was reported that crossing difficulties were encountered. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.